Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt the lead had high impedances greater than 2000 ohms. The lead was removed and replaced by another lead. No patient complications have been reported as a result of this event.